Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) (B)(4). Note: manufacturer contacted customer on 11/20/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. The customer did not have any medical intervention since the last call. There were no additional blood tests performed with the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 355 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 115mg/dl. At the time of the call, the customer stated he was feeling hyperglycemic, but did not provide specific symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. Customer also stated that he had lost power for seven minutes during hurricane during period meter and strips were used. The test strip lot manufacturer's expiration date is 04/28/2018 and open vial date is (B)(6) 2017 (could not verify if customer's test strips are expired as no exact day in (B)(6) was specified and could be four months past date first opened). The meter memory was reviewed for previous test result history (date / time not set): result 1 :192mg/dl date:(B)(6) 2017 time:04:13 fasting, result 2 :187mg/dl date:(B)(6) 2017 time:05:58 fasting, result 3 :259mg/dl date:(B)(6) 2017 time:05:47 fasting, result 4 :286mg/dl date:(B)(6) 2017 time: 06:03 fasting, result 5 :355mg/dl date:(B)(6) 2017 time:11:00 fasting.